Event description:
It was reported that during a surgery, doctor was implanting a genesis ii baseplate. This was secured to the tibial impactor. On impaction, the impactor disengaged and scratched the tibial base plate.

Event description:
It was reported that during a surgery, doctor was implanting a genesis ii baseplate. This was secured to the tibial impactor. On impaction, the impactor disengafed and scratched the tibial base plate.

Manufacturer narrative:
Results of investigation: the associated complaint device was not returned. A clinical evaluation was conducted no patient harm or injury was sustained as a result of this device related incident, and the extension of surgery time was less than 30 minutes. No further medical assessment is warranted based on the information provided. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.